Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms or audio/beep/vibrate anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issues. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was not as loud and also reported that rewind process was longer, random no delivery alarms, and the insulin pump rejected batteries. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.